Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Product returned; visual examination of the returned product identified that the returned ceramic head shows signs of wear with some scratching and scuffing on the outside diameter of the head. There is also some scratching on the rim of the head as well as some marks on the inside diameter of the head. Measured the overall height and width of the head and both were conforming. Review of complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item#:15-103203 ;lot#:565060 ;item name: taperloc microp lat fmrl 9.0mm . Item#:12-104152 ;lot#:447270 ;item name: m/h radial 3-hole shell 52mm . Item#:ep-108223 ;lot#:279030 ;item name: e-poly 36mm +3 maxrom lnr sz23 . Item#:103530 ;lot#:939650 ;item name: ti low profile screw 6.5x15mm. Item#:103531 ;lot#:921530 ;item name: ti low profile screw 6.5x20mm . No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were provided and reviewed by a health care professional. Evidence of metallosis between the femoral head articulating against the metal acetabular shell. Contributing factors of event: osteopenic bone, multiple prior surgeries, hx crowe iii hip dysplasia, acetabular component noted to have excessive anteversion. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
According to legal allegations, a patient who underwent an initial left total hip arthroplasty experienced acute onset of pain, limited mobility, and radiographic evidence revealed acetabular dissociation. During the subsequent revision surgery, the presence of metallosis was detected between the femoral head and the metal acetabular shell, and a broken poly liner consisting of five pieces with noticeable wear was discovered. All components, excluding the stem, were revised without any reported intraoperative complications.